Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID wr9220 (serial: (B)(6); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their wireless recharger has been dead for a year and is not working. Caller stated they need to charge it so they can get an MRI, but it won't charge. Caller added that the last couple times they used it, it shocked the devil out of them and they had to put a piece of tape over it. Caller noted they called their representative about the issue and was told to call patient services for a replacement. Patient initially reported that the recharger was unresponsive on the dock. However, troubleshooting determined that the reason the recharger is not responding is due to the tape on the pins of the recharger. Agent have the patient remove the tape and place it on the dock and audio tones were heard during the call. Patient also confirmed, recharger was charging on the dock . Reviewed a replacement recharger will be shipped, however if patient continue to experience shocking, the patient needs to follow up with hcp. Patient also indicated that she has not been using the charger due to therapy concerns which previously has been reported. A replacement recharger request was sent for repair.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.